Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed annex g code: mechanical (g04) - stem. The reported event is confirmed based upon medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following in the operative report: mechanical failure of ulnar component in a previously revised elbow, history of muscle flap overlying elbow, significant pain, and cement allergy. General anesthesia. Surgical incision in posterior aspect utilized. Muscle flap in place overlying direct approach, therefore, came around medially to elevate the muscle flap without damaging the vascular pedicle. Ulnar component grossly loose. Absence of the olecranon. 3rd generation cement technique used. Muscle flap closed in a layered fashion, no intra-op complications/events. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a patient had a right total elbow arthroplasty approximately five (5) years ago. Subsequently, developed significant pain and underwent a revision approximately forty-one (41) months later due to loosening. The cemented humeral component remained implanted while the cemented ulna, humeral screws, and articulation kit were all revised without complication. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; b7; d2; d10; e1; g1; g3; g6; h1; h2; h3; h6. D10: associated product information, part (lot): 00840009000 (64302321) , 110034355 (835aae2507), 00840009400 (64295459). If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an elbow revision procedure approximately three and a half (3.5) years post-implantation. The articulation kit, ulnar component, and humeral screws were replaced during this revision due to unknown reasons, which occurred approximately one and a half (1.5) years ago. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 00840009400 (64295459) associated product information: - 00840009000 (64302321) - 110034355 (835aae2507) the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.